Event description:
The customer called the affiliate service call center because the handpiece did not work. The test showed error 52 (hp open fault). The device is available for evaluation and it will be returned as soon as we receive your tracking number. No pt consequence.

Manufacturer narrative:
Torn isolator and moisture ingress. Evaluation summary: the hp054 hand piece was returned with a cracked nose cone. It was tested on a generator and gave an intermittent activation. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.